Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected inverse critical block did not add to zero error alarm or hardware low level failures error alarms during testing however, inverse critical block did not add to zero error alarm alarms are found in the downloaded history files due to a software error and hardware low level failures error is found in the downloaded history file due to broken trace at pin on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia and the insulin pump had multiple errors. The customer¿s blood glucose level was 54 mg/dl, drank juice and customer¿s blood glucose level was 223 mg/dl, treated with the insulin pump. The customer assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they perform a self-test and insulin pump test did not pass self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.